Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was initially reported that the adverse event rupture was due to index procedure, study disease, and pre-existing wide neck aneurysm. There are no allegations against stryker devices and the adverse event rupture was not related to any stryker devices. Based on additional information received on (B)(6) 2022 that the site considered the adverse event aneurysm rupture to be causally related to the subject device coil. The patient had some mild, transient right facial droop and right upper extremity weakness that quickly resolved

Event description:
It was initially reported that the adverse event rupture was due to index procedure, study disease, and pre-existing wide neck aneurysm. There are no allegations against stryker devices and the adverse event rupture was not related to any stryker devices. Based on additional information received on 09-sep-2022 that the site considered the adverse event aneurysm rupture to be causally related to the subject device coil. The patient had some mild, transient right facial droop and right upper extremity weakness that quickly resolved. Update: based on additional information received on 06-october-2022 that the a non-investigational stryker device did contribute to the rupture of the aneurysm, but not because the device malfunctioned, but do to the morphology (thin-walled) of the aneurysm itself. No tortuosity was noted in the procedure note and the physician had "no difficulty" advancing the microcatheter.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. B5 executive summary - updated - based on additional information received on 06-october-2022 that the a non-investigational stryker device did contribute to the rupture of the aneurysm, but not because the device malfunctioned, but do to the morphology (thin-walled) of the aneurysm itself. No tortuosity was noted in the procedure note and the physician had "no difficulty" advancing the microcatheter. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.